Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-6482 remote has a broken cord. It was involved in a case. Patient was not affected.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-6482 dualwave remote serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the damage to the device's cable. Visual evaluation found that the cable/cord is broken exposing the wires. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufactured date 2022.